Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer reported that the device jaws could not be closed during the first application of the device. A new device was opened in order to complete the procedure. There was no pt injury. The device was returned for eval with the knife blade exposed.